Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that there is variation between the blood glucose level and the sensor readings. The blood glucose reading was not given. The patient stated that the sensor is stating her blood glucose level is low when it is not. No further information was provided.